Event description:
Physician used an aqwire .035" stiff body 260cm lot #01957065, when the coating separated from the guiding wire. Physician pulled the coating (jaclket) out. No patient injury was reported. No report of intervention was required.

Manufacturer narrative:
The device history records relative to the manufacturing, inspecting and packaging of this lot were reviewed. All records indicate that the product met specification. No discrepancies were found that would indicate any problems with this lot. The records indicate that during final inspection testing for jacket strength yielded a break strength well above the maximum.